Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient was prescribed flonase and the recipient's issues resolved. The recipient will be monitored and managed through programming adjustments. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing headaches with and without device. The recipient reportedly took an antibiotic several months ago and headaches subsided, however, the headaches have now returned.

Manufacturer narrative:
The recipient is reportedly experiencing pain and presenting with leakage at the implant site. Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.